Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and general neuropathic condition. The reason for call was pt had surgery on april 20th (ps understood ins implant surgery). Pt had depression which did not help for it was difficult for pt to make the call. Pt had the ins surgery and the pt was never explained how painful the procedure was. During surgery the doctor said they had taken a straw with leads to get to the battery back causing the pt to blead a tremendous amount of blood. The next day pt looked like the hunchback of notre dame and pt was never told about that. When the pt told about it, they got an injection in their neck for they got cortisone shots for 3 years lasting 8 months. At the pts appointment they were told they could not do the shot anymore. Pt was in the middle of despair and they had other things to do with pain. Pt said their representative could have talked about a procedure about pain but pt could not remember4/4 of the stuff that was said to them. Pt got a hematoma over the torso because pt could not wear a hard case since they had inflammation. Pt got blood going down from the hematoma. Pt got close to the end of post surgery and they never talked about a hematoma then the pt got home and they went through so much pain. Pt got oxycodone and they were back and blue from the back to the buttock. It was brutal and the pt did not know who to call. The battery pack (ps understood ins) hurt and burned from morning to night for they could not lean on the incision. Pt did not want it anymore for it left them in worse shape than before. If the pt bent over or put pressure causing the skin to stress they get a electrical thing. The area is like someone took a hammed for it was tender around the ins area. They put a shot around it and got no relief. Every part of the pt where the leads start where the incision was is pain and did not feel good. Pt could hardly lay on hematoma on both sides, one they could feel is the size of a big grape for it was sore. Pt did not feel like they put any truth before they put the ins in. Pt had plenty of surgeries for pt had a bad disc from l4 or whatever and the pt felt more pressure, more pain in buttocks' and legs since they got the ins put in. When asked for an event date pt said for some time. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. The patient clarified it felt like a shock. They don't have these issues anymore.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.